Event description:
It was reported that a malfunction alarm with the code malf 12 occurred. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Multiple occurrences of the malfunction led to the decision to replace the pump.